Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as an infection, which was manifested by abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event. Treatment, action with dianeal therapy and patient outcome were not reported. No additional information is available.